Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Corrective programming changes were made on (B)(6) 2021. The patient did not experience any adverse consequences or symptoms throughout.